Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose level ranged from 194-195 mg/dl. The customer declined to perform further troubleshooting. No additional event information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.